Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby2516 showed (B)(4) other similar product complaint(s) from this lot number.

Event description:
The facility reported that the PICC was leaking at the site. More information has been requested but has not been provided.